Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) over 600 (mg/dl) for the past year. Boluses via the pump were delivered to address bg. The customer stated the cause of the elevated bg was due to settings adjustment being needed and use error. Reportedly, the customer did not count carbohydrates correctly, ate fast food and did not monitor bgs closely. A recommendation was made for the customer to discuss elevated bg with a healthcare provider.